Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a partial display anomaly after dropping the pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display. The customer was advised to revert to a back-up plan per health care provider's instructions. No products were returned or shipped since the suspect pump was out of warranty and the customer already had another in-warranty pump to use.